Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange due to infection. Infection had been an ongoing issue for this patient. This was a pump pocket infection that lead to hm 2 pump exchange on (B)(6) 2020. The patient had been treated conservatively with IV antibiotics and surgical debridement in hopes we would not have to exchange the pump. Eventually after many months we did. In the surgical exchange a portion of the omentum was wrapped around the new hm 2 pump to create a barrier to avoid new infection.

Manufacturer narrative:
Section b5: the patient was previously admitted for infection on (B)(6) 2019 (reported and addressed under MFR # 2916596-2020-01131). Manufacturer's investigation conclusion: a direct correlation between the evaluation of heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 7.25¿ from the pump housing. The severed portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft attachment and a small amount of the outflow graft material were returned attached to the outflow elbow, which was connected to the pump¿s outlet port. Approximately, 1 inch of the outflow graft bend relief was also returned, however, the bend relief collar was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assists system. This document also outlines the recommended anticoagulation therapy and inr range. This IFU provides information regarding how to prevent infection. The IFU and patient handbook also outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.